Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene suture involved caused and/or contributed to the adverse events described in the article, specifically: hernia recurrence if yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene suture,? - (B)(4).

Event description:
It was reported in a journal article that the patient underwent an inguinal hernia repair procedure between 1997 and 2005 and the suture was used for the mesh fixation of the superficial onlay layer to the pubis and fixed at the cardinal points of the inguinal ligament and the conjoined tendon. This care was taken to avoid entrapping nerves in the stitches. Following the procedure, the patient possibly experienced post-operative complications included pain, hematoma, seroma, or infection. It was possible that the patient experienced a chronic pain or hernia recurrence. Postoperative pain was assessed using a visual analogue scale pain rating scale. Mild and moderate postoperative pain was managed with simple analgesics metamizol with or without non-steroidal anti-inflammatory drugs nsaids. Additional information has been requested.